Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient reported experiencing redness and infection localized under the sensor pod area on the same day the sensor was inserted into the arm. On (B)(6) 2025, the patient consulted a physician regarding the skin reaction. The doctor prescribed: topical mupirocin ointment and oral augmentin. At the time of reporting, the patient stated she was feeling better; however, some redness persisted at the sensor site. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.